Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the loaner pump. Customer went back to shots and is waiting for a new insulin pump to arrive. Customer stated that the loaner pump worked for 1 month before the no delivery alarm occurred. Customer stopped using the pump. Pump will be returned. No further assistance needed.